Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves, part number c28717, to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth:patient demographic information was not provided. Patient data was not provided. Sex:patient demographic information was not provided. Patient data was not provided. Weight:patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided. Customer phone #:(B)(6)

Event description:
The customer reported erroneous high ise (ion selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.